Event description:
(B) (4). It was reported that post a coronary artery drug eluting stenting treatment procedure, angina and restenosis occurred. The index procedure for the study was performed in may 2005. Baseline morphology in the target lesion located in the 1st diagonal artery, was 2.25mm reference vessel diameter, 10mm in length and 80% diameter stenosis. No non-target lesion was treated during the index procedure. In february 2007 the patient experienced angina pectoris. Due to a positive stress test, in march 2007 the patient underwent a non-target vessel balloon angioplasty in the right posterior descending artery (r-pda) and a taxus express stent was placed. Pre-procedure stenosis was 80% and post-treatment 0% stenosis. Subsequently, approximately one year later, the patient again reported angina pectoris with an onset date of (B) (6) 2008. Revascularization of the 80% stenosed lesion in the non-target vessel was performed in (B) (6) 2008. During the pci procedure, a non-bsc drug eluding stent was placed in the same location that was previously treated with the taxus express stent. Post-treatment 0% stenosis is recorded. The adverse events of angina pectoris were resolved in (B) (6) 2009. And no further events have been recorded.

Manufacturer narrative:
(B) (4)the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.